Event description:
"My hlth in last few yr's, in and out of hosp. Due to the "experimental" metal & pedicle screws "without my consent or knowledge has got me to the point, that two drs have told my identical twin, I must not try to get anyone to take the hardware out, plus I need to take some time out to try and learn to use my right side, before the left side goes on me completely and talk of a wheelchair. I can prove every work I write, and hlth is down to 5 lbs, age 75 looks. Moved due to dr orders no steps, swimming, cannot lift, rejecting foreign object so badly, I have to leave my bridge out of my mouth. Afraid of men in my life since found out about metal & pedicle, can't eat well at all due to choking." "This is more than any human being can bear, pain, can't sleep at night. All night in my sleep, wake up next morning with marks all in my face & neck, I wouldn't wish this on my worst enemy, although I have become pretty much a recluse in my home. I have to pay people to help me clean, etc. "I just got out of the hosp a couple weeks ago. Always infection around the foreign object in my neck. I had to move again, for first floor. Due to weakness in left leg that goes out at least twice a yr from the experimental surgery. Fractured my ankle 6 mos ago, legs went out again. Was in hosp around this time last yr, metal & pedicle screws, weight loss, afraid to eat due to choking, 83 lbs. I'm 4.11 height cannot get the weight since last of 1993 because of experiment." "Aged 20 yrs-at the hosp this past yr, I realized I shall never got better from the damage the hlth provider did to my body. Its so hard to except the negligence, cold cruel act, malace, they performed on me without telling me. I had came back home that awful day the nurses came in and put up x-rays and said she wouldn't want my neck. I have tried to make a come back many times, but theres been many nerves, arteries & muscles damage done. Its a nightmare. I gave up a boy friend I had for 3 yrs at the age of 58 yrs old he was 31. I've always been afraid of a man my life since then. It's a sin to treat a human being like an animal without telling them, I would never let the dr's or hosp do something without my knowing. Now from min to min and pray the pain will go away. I'm just existing. I have to have nurses in or 9 weeks last yr, then its been more to pay to come and help me do my wash & cleaning. I still have to wear the neck brace part of the time. I've became a recluse staying most of the time in bed with pain. I moved near 80 & 90 yr old people to see if I could feel I belong in there age group. I told my identical twin sister her pain may be from my pain these past yrs the drs cannot figure it out unless its coming from my pain."